Manufacturer narrative:
The "date of this report" provided in the initial report was incorrect. The correct device information has been provided in this report.

Manufacturer narrative:
Findings: motor error alarm during occlusion test and unable to prime during prime test due to faulty sensor resistor. Motor passed motor test. The displacement test functioning properly. Unable to perform the occlusion and excessive no delivery test due to motor error alarm .the test blood glucose meter communicates properly to the pump noted. Drive support disk was inspected and no anomaly was noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The customer's blood glucose level was 99 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.